Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to explanted and replaced with a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
Implact codes and description was already updated.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to remove it and placed a transvenous device. No additional patient adverse events were reported.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to explant and replaced with a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Impact codes and description was already updated.